Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. Analyst noted that the lead was returned with the helix bent and blood visible on helix and sleeve-head that leads us to conclude the helix was bent at implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implant, the lead helix was out while the lead was still in its package. The helix was retracted after multiple rotations, but took an excessive amount of rotations to redeploy the helix. A different lead was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.